Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-01887 / 01889).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2005 due to patient allegations of pain, discomfort, dysfunction, elevated metal ions, loss of range of motion, metal poisoning, metallosis, lack of mobility, and damage to surrounding bone and tissue. A review of invoice history confirmed the initial surgery date; however, invoice history could not be located for the subsequent revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2005 due to patient allegations of pain, discomfort, dysfunction, elevated metal ions, loss of range of motion, metal poisoning, metallosis, lack of mobility, and damage to surrounding bone and tissue. A review of invoice history confirmed the initial surgery date; however, invoice history could not be located for the subsequent revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision in (B)(6) 2005. Operative report noted the acetabular cup was dislocated due to a fractured posterior superior wall. The modular head and acetabular cup were removed and replaced with an acetabular cage, cup and head.